Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 206 mg/dl, 138 mg/dl. Tests were done within <10 mins with a difference of 35%. Customer's applying blood technique and cleaning meter incorrectly. Pt did not experience any adverse events. No further info has been reported.